Manufacturer narrative:
No patient data or results were supplied. No sample collection or centrifugation data was supplied and no qc or system check data was supplied. A field service engineer (fse) went on-site. A difference of 5 degrees c was noted between the upper case of each instrument. The temperature difference was resolved by turning off the a/c that was blowing directly on this system. A difference in case and ambient temperature was the root cause for this event. This reportable event was identified during a retrospective review conducted between january 1, 2008 - october 23, 2010 of complaints for additional reportable events.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting there was a difference in dose response between their two instruments. Both systems were using the same reagent and calibrator lots. It is unknown whether there was an affect to patient treatment with regard to this event.